Manufacturer narrative:
Additional code added to section h6 patient codes. Correction to section h6 evaluation code method, result and conclusion. H3 device evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. It was reported that the pb560 ventilator generated a low pressure alarm and ventilation stopped. The service personnel (sp) inspected the ventilator and confirmed the reported issue. So, sp replaced the turbine to resolve the issue. Sp also replaced cpu printed circuit board (pcb) for 7 years renewal. The ventilator has passed all tests, calibration and the product is in working condition. One turbine was received for failure analysis. A visual inspection was carried out on the returned component, no anomalies were observed. The ventilator failed all the calibrations, flow sensor capacity test, turbine performance test, and both ac and battery ventilation. There was no air flow from the turbine. The turbine was sent to the vendor, for further analysis. The conclusion from the vendor analysis was ¿the root cause is the rear ball bearing failure. It could be due to working condition. The turbine has probably heat during its last minutes of work before stopping.¿ the cause of the event was isolated to rear ball bearing failure in turbine. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device associated with this event is an authorized product under the emergency use authorization (eua) issued by FDA for the covid-19 pandemic. This device was granted authorization by FDA on april 5, 2020. Medtronic received the suspect device/component from the customer, but the device has not yet been evaluated to date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the pb560 ventilator generated a low pressure alarm and ventilation stopped. The patient was removed from the ventilator and placed on an alternate ventilator without harm.